Event description:
Our rep reports that during an arthroscopic shoulder repair in 2008 (date corrected in a phone conversation with rep), a portion of the distal tip of a bioknotless inserter broke off into its inserted anchor and remained therein captured in the bone. The procedure was completed successfully without further incident or harm to the pt, and the complaint device was discarded. However, upon a f/u exam, an x-ray defined that the broken inserter fragment was floating loose in the body. On four days earlier, a re-surgery was performed, and the fragment was removed. Balance of statement: however, this re-surgery was not without issues, it seems that the or staff was somewhat inexperienced and gave the surgeon the wrong anchors. The surgeon had prepped the bone by drilling bone holes with the proper drill diameter (2.9mm) for the fixation device that he was planning to use (bioknotless plus), however, the staff gave him fixation devices that required a larger diameter bone hole to facilitate insertion (rc anchor, 3.2mm diameter drill hole requirement). This was finally remedied and this repair was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Although the complaint device is not being returned for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Mitek is aware of and acknowledges this problematic issue. The phenomena is under study be the mitek qae group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device (s) is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a f/u report will be filed. Outside of this, no further actions are warranted at this time.